Event description:
It was reported that the user received a dosing stopped alert after attempting to pair a sensor earlier, with alert history showing a pairing failed notification; rescanning the sensor during the call resulted in a successful pairing and restoration of function. Symptoms included interruption of automated insulin dosing due to loss of sensor pairing. Outcomes included temporary suspension of automated glucose management until the pairing was restored. Investigation included review of alert history and real-time troubleshooting with sensor rescanning. Investigation of this case revealed that the issue was due to a sensor pairing failure that resolved with re-pairing, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved through standard troubleshooting.